Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occured in the (B)(6). Device distributor reported on behalf of user facility that during the use of the gripper needle device, the needle broke from the hub. No adverse effects to patient or user.

Manufacturer narrative:
The reported gripper needle was returned and examined. It was found to no longer have the metal needle which extends out from the base, and it also was not returned. Microscopic examination of the base found the metal needle had been bent which most likely caused the break. The root cause is the issue is unknown. MFR# clarification: new registration number (B)(4) ((B)(6)) has been received, however, this initial MDR was filed under the prior registration number (B)(4) ((B)(6)).